Event description:
It was reported that the customer was experiencing high blood glucose and insulin pump alarmed no delivery. Customer stated that she changed set but the insulin pump still alarmed no delivery. Customer stated that she experienced no delivery alarms all night and woke up with high blood glucose. Customer's current blood glucose was 449 mg/dl. Customer woke up with blood glucose of 600 mg/dl, customer treated with manual injections. During the troubleshooting, it was found the cannula was bent. The customer was advised to do a infusion set change. No further information provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.